Manufacturer narrative:
No sample was received by mfg for eval. No lot specific investigation can be performed as no complaint sample and no lot number info is available. All syringes are visually inspected for foreign material by qualified operators. Items with foreign material are rejected. Add'l info was requested. (B)(4).

Event description:
A nurse reported that black specs were noted inside of the pt's eye during surgery after viscoelastic product had been used. There was no impact to the pt. Add'l info has been requested.